Event description:
It was reported that the patient's ventricular lead impedance is trending up with high impedance measurements observed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.